Event description:
It was reported that the front and rear case were cracked. The right iui also had corrosion on it. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal, flange gripper retainer, lt/rt iui, lower housing and u5. Plunger gripper recall and syr/pca sizer misalign recall completed. Performed calibration. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 03jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to damaged/cracked of the cover front syringe. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the front and rear case were cracked. The right iui also had corrosion on it. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the front and rear case were cracked. The right iui also had corrosion on it. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, barrel clamp, tube drive, sleeve drive, wiper seal, flange gripper retainer, left/right iui(inter-unit-interface), lower housing and u5. Plunger gripper/ syringe sizer recall action completed. Performed unit calibration. Based on the findings, service determined that the reported issue was due to damaged/cracked cover front syringe. Device history record: a review of the device history record showed the device had a manufacture date of 03jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the front and rear case were cracked. The right iui also had corrosion on it. There was no patient involvement.